Event description:
The customer returned the colonovideoscope, which is an olympus asset with separate case. During the evaluation of the device, foreign material in air water tube and air water cylinder, nozzle and b30(scope communication error) was observed. The service repair technician indicated that the most likely cause of the foreign material in air water tube, air water cylinder and nozzle was not established and b30(scope communication error) was due to corrosion on plug unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction could not establish. However, based on the results of the investigation, the most probable cause of the complaint was traced to corrosion on plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.